Event description:
It was reported that after an infusion set change on an ilet system, blood glucose rose despite no occlusion or dosing stopped alerts, no visible leakage, and a straight cannula on an inset 23-inch set placed in the abdomen; insulin supply was low and was subsequently replaced with guidance, and glucose later remained elevated after a meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.